Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(6). Event occurred in netherlands. On (B)(6) 2024, patient complained about infusion set fell off during sleep. Patient's blood glucose at the time of issue was 24 mmol/l. No further information available.